Manufacturer narrative:
The investigation of low pump flow and positioning issues has been completed. The clinical states suction alarms and low flow while on support. Fluoro showed cannula kinking near the outlet which physician attributed to a tight aortic arch. Pump stated to be in good position, but unsuccessful attempts to reposition and straight the cannula so pump was replaced. Data review: data logs confirmed low pump flow when pump started and remained to the rest of the case. Product was not returned for review. Based on clinical description and data analysis, the root cause of low flow was most likely kinked cannula since cannula kink was found after low flow occurred. The root cause of positioning issue was most likely patient condition related since the patient had tight aortic arch. The root cause of cannula kink was most likely patient condition related since the patient had tight aortic arch.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. A suction alarm with flow decline was noted. Fluoro showed cannula kinking near the outlet, attributed to a tight aortic arch. Repositioning attempts were unsuccessful, prompting replacement of the pump. No patient harm was reported.